Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 413 (mg/dl). Reportedly, customer stated that they were working with their health care provider to address the bg level. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump.